Event description:
During follow-up, it was noted that the left ventricular lead was dislodged. In efforts to relocate the displaced lead, the physician visually confirmed lead damage. The lead was explanted and replaced. The patient's condition was stable throughout the event.

Manufacturer narrative:
Additional information: the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.